Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an episode of inappropriate shock for intermittent t-wave oversensing. There was a drop in r-wave amplitude and change in morphology and the heart rate was at 140 bpm at onset of inappropriate shock. Boston scientific technical services suggested to perform troubleshooting of all three vectors to identify best settings for this system and perform thorough troubleshooting is required. No additional adverse patient effects were reported. This device and electrode remain in-service.